Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right atrial (ra) lead exhibited increased pacing thresholds and fluctuating pacing impedances. The impedances were never out of range but a micro-dislodgment was suspected. The physician elected to reprogram the device and continue monitoring the system. This ra lead remains in service. No adverse patient effects were reported.